Event description:
On 8/oct/2021, fresenius became aware (via a customer experience survey) this patient with end stage renal disease (esrd) previously on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was diagnosed with peritonitis of unknown origin. No additional information was provided during intake. Subsequent attempts to obtain additional information (e.g., offending organism, medication records, causality, medical history, hospital records) have thus far proven unsuccessful.

Manufacturer narrative:
The sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Clinical review: a probable temporal relationship exists between ccpd therapy utilizing the unknown liberty cycler, fmc cassette and the serious adverse event of peritonitis of unknown origin. Causality cannot firmly be established. Limited information precluded a more comprehensive clinical investigation. Esrd patient¿s undergoing pd therapy (manual or cycler based) for rrt are at high risk for infections of the peritoneum. Based on the information available, there is no allegation or objective evidence indicating a fresenius product(s) and/or device(s) deficiency, defect or malfunction occurred. Furthermore, there is no allegation or objective evidence a fresenius device(s) and/or product(s) failed to meet manufacturer specifications. Therefore, the liberty cycler and fmc cassette can be disassociated from having caused or contributed to the patient¿s serious adverse events.

Event description:
On 8/oct/2021, fresenius became aware (via a customer experience survey) this patient with end stage renal disease (esrd) previously on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was diagnosed with peritonitis of unknown origin. No additional information was provided during intake. Subsequent attempts to obtain additional information (e.g., offending organism, medication records, causality, medical history, hospital records) have thus far proven unsuccessful.